Event description:
The patient was on the table with the probe in place and generator suddenly stopped working; error message 'technical error 1, turn unit off and on.' Turned unit back on after about 15-minutes; seemed to boot up but shut down after a few seconds. Smith & nephew engineer suggested returning the unit for service. The case (rf denervation) was cancelled and rescheduled and completed without incident a week later. No more information is available for this incident.

Manufacturer narrative:
The unit has not been returned for evaluation therefore, no determination could be made for the reported device failure.